Event description:
It was reported that a malfunctioning pump occurred. There was no reported impact to the customer¿s blood glucose level. The patient declined follow-up from technical support, and no further actions or outcomes were provided.